Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. In 2001, pt's blood glucose was 127 mg/dl, 137 mg/dl, and 199 mg/dl in back to back testing. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.